Manufacturer narrative:
The engineering evaluation noted in the experience reported that the prosthesis wear was likely the result of the anteversion of the cup, which appears to have led to posterior impingement and superior subluxation. However, this cannot be confirmed as the devices have not been revised, and therefore, have not been returned to exactech for evaluation. ¿excessive wear of the implant components secondary to impingement of components or damage of articular surfaces¿ is listed in the product labeling under device specific risks. Concomitant device(s): (cn: 164-01-16, sn: (B)(4)) element-stem, collarless w/ha, std offset, sz 16. (Cn: 142-32-00, sn: (B)(4)) cocr fem head 32mm +0 offset 12/14. (Cn: 180-11-56, sn: (B)(4)) own cup clsr hl w/ha 56 group 3.

Manufacturer narrative:
Concomitant medical device(s): (cn: 164-01-16, sn: (B)(4)) element-stem, collarless w/ha, std offset, sz 16. (Cn: 142-32-00, sn: (B)(4)) cocr fem head 32mm +0 offset 12/14. (Cn: 180-11-56, sn: (B)(4)) nv crown cup clsr hl w/ha 56 group 3.

Event description:
Premature wear of polyethylene.